Manufacturer narrative:
Vyaire (B)(4). Any additional information provided by the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that the vela ventilator displayed a transducer fault alarm in yellow status bar. There was no patient involvement.